Event description:
The patient called to report his insulin pump lost or stolen. Later, a lifeguard at a beach called to report that it was found. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test, and was unable to prime during the prime test due to a protruded/loose drive support disk. The unit also had a scratched lcd window and cracked reservoir tube lip.